Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated as it was reported to have occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the reported monitor issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that once the system was turned on, the mobile view station (mvs) had a black screen displaying 'searching for dvi'. The mvs was rebooted and the issue was resolved. There was no patient involvement.